Event description:
Caller states that the patient tested 206md/gl on the device at 11:37am, a different professional device tested the patient at 60mg/dl at 11:42am, and this device tested the customer at 116mg/dl at 11:50am. No treatment was given based on device results. No adverse event reported and no treatment received. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device, however, caller declined.